Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted and a miniarc sling was implanted. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat stress urinary incontinence, cystourethrocele, hypermobility, and hematuria and mesh was implanted along with the concurrent procedure of cystoscopy. It was reported that patient underwent excision of exposed mesh & placement of miniarc on (B)(6) 2011. It was reported that patient underwent excision of vaginal mesh w/ primary repair; removal/revision of sling; ureteral ligament plication; upper vaginectomy & exploratory laparotomy on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Details: it was reported that the patient underwent vaginal exploration, revision and removal of sling with urethrolysis and cystoscopy on (B)(6) 2013 by(B)(6), md due to pelvic pain with transvaginal mesh complication.

Manufacturer narrative:
Date sent to FDA: 8/20/2019. Additional narrative: it was reported that following insertion the patient experienced urinary tract infection and abdominal pain.